Event description:
It was reported that during the lead revision, it was noted that the patient was occluded. A dent was visually seen on the case of the pacemaker. The device was explanted and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported field event of mechanical damage (dent) was confirmed in the laboratory. The dent mark was likely caused by grabbing the device with a tool. The device was tested on the bench and no anomalies were found.